Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider that a patient had a subtotal colectomy on (B)(6) 2017 for continued issues with their gastroparesis. The patient stated that they turned off the device with a magnet. They later went to their hcp to have it turned back on. The device apparently went through a power reset during the surgery due to it not being turned off. The hcp turned the device back on and it was operating normally. There were no surgical interventions required or planned. There were no patient symptoms reported. No further complications were reported.